Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time. The instruction manual warns users: "do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip".

Event description:
Olympus was informed that during a diagnostic cystoscopy procedure, the ceramic tip portion of the sheath broke off and fell into the patient. The device fragment was retrieved from the patient's bladder with an unknown device. There was no bleeding reported. It was reported that the retrieval and device replacement caused a delay in the procedure. The intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. An inspection on the received condition of the device was performed and found a large portion approximately 45 % of the grey insulation tip was broken off confirming the customer¿s reported phenomenon. The broken portion was returned for evaluation and noted foreign material on the inside wall with no other breakage noted at the insulation tip. Further inspection noted scratches on the surface of the insulation tip and that a red aligning dot was missing from the release body section. Base on the investigation findings the most likely root cause for the reported report event can be attributed is due to the device was being mishandled.